Event description:
It was reported that non-sustained oversensing episodes due to post-paced t wave oversensing was observed. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.